Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was provided with full pump reset instructions by technical support, planned to reset pump when ready, and was advised to call back if issue continued.